Event description:
It was reported that an end user received expired boxes of vapro pocket intermittent catheters. Prior to noticing the expiration date, the user utilized the products for self-catheterization. It was further reported that during use, some catheters were observed to have inadequate lubrication upon opening, with the issue becoming evident upon removal when the catheters snagged on the urethra. Subsequently, it was reported that the user developed a urinary tract infection.

Manufacturer narrative:
The expiration date was clearly indicated on the product packaging; however, the end user did not adhere to this labeling and used the product beyond its shelf life. The manufacturer provides expiration dates and instructions for use to ensure product integrity and patient safety. Once a product is used beyond its labeled expiration date, the manufacturer cannot verify device performance or integrity. Due to the absence of traceability information, including the lot number and production identifiers, a device history record (DHR) review could not be performed. Consequently, only the device identifier (di) portion of the unique device identifier (UDI) could be referenced. Based on the limited information available, a causal relationship between the use of the hollister catheter and the reported urinary tract infection (uti) cannot be established.